Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Procedure name? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, the suture broke. No adverse patient consequences were reported. Additional information was requested.